Event description:
A malfunction alarm identified as "malf 12" was reported, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance on resetting the pump, which successfully resolved the issue without recurrence, and the customer was advised to continue using the pump and to report any future issues.